Event description:
It was reported that two days post-implant, the patient was admitted with suspected pulmonary embolus and discharged without chest x-ray. About ten days later, the patient was readmitted and found to have a large hemothorax, and hematoma and pericardial effusion were also noted. Open heart surgery was performed, whereupon it was noted that the rv (right ventricular) lead had perforated the septum, the lv (left ventricular) free wall, the pericardium, and into the thorax. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).